Manufacturer narrative:
As reported, the sorbafix enhanced device got stuck, with the obturator tip remained exposed beyond the cannula and could not be retracted. The photo provided confirms the mandrel is significantly exposed beyond the cannula. The photo does not assist in determining root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2025, the sorbafix enhanced device got stuck. It was reported that multiple dry fires were attempted but the obturator tip (mandrel) remained exposed beyond the cannula and could not be retracted. The procedure was completed using another device. There was no patient injury.